Event description:
Customer reported a sample barcode was misread on galileo. During validation testing.

Manufacturer narrative:
The diagnostic archive was not able to be retrieved from the instrument, since it was deleted after 30 days. A service call was made. The ram test was performed 3 times on each of the customer's galileos, and passed each time. The system operated within specifications with no problems observed.